Event description:
The customer reported to the philips response center (rc) that the display is blank and the ready for use indicator (rfu) is displaying red x. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.